Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on two (2) nasal samples. Pcr confirmation testing was performed and generated negative results for both the samples. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.

Manufacturer narrative:
The retain testing was not performed due to the kit being expired at the time of the evaluation at abbott diagnostics scarborough. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as there were no positive results found in the logfiles on the provided date. MFR ref report: 1221359-2021-03407.

Event description:
Additional information received from the customer identified the two (2) false positives occurred on (B)(6) 2021 and (B)(6) 2021 with the idnnow covid-19 assay. This MFR. Report addresses date (B)(6) 2021 and is one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal sample. Pcr confirmation testing was performed and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.